Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma and infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and infection (unknown onset).

Event description:
Patient representative reported right side "plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl" "anxiety", "seromas", "physical pain" ,"breast pain", " scarring and disfigurement" "asymmetry" "chronic insomnia""severe diarrhea/vomiting" "yeast infections" "significant weight loss, hair loss, irritable bowel/crohn¿s disease, chronic gastrointestinal upset or reflux" "brain fog, and aggravation of gerd and reflux. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress" "loss of quality of life" "other physical and emotional manifestations that are severe and ongoing", "breast swelling", "mass under the arm or breast", "rash", "itching", "nausea on an ongoing basis", "chronic headaches", "severe fatigue", "depression". The device has been explanted and replaced.